Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the membrane of this 140806 fogarty corkscrew catheter was torn during thrombectomy in the artificial blood vessel. There were no patient complications reported.

Manufacturer narrative:
A correction is being submitted based on the findings. Per the evaluation, the balloon was found to be intact and the wire was not exposed, therefore this event is no longer reportable. Customer report of ""catheter was torn"" was unable to be confirmed. As received there was no visible damage observed in the catheter body, latex membrane and the spring body. However, the spiral wires were not able to retract and extend when the thumb slide on the handle was moved. The handle was opened and the core wire was found to be completely detached from the thumb slide bushing. When the core wire was pulled directly, the membrane moved in conjunction. No other visible damage was observed from catheter body and membrane. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, 100% of the units go through a functionality inspection per procedure. Part of this inspection includes the verification of coil behavior and membrane integrity by opening and closing the knob 3 times. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect.